Event description:
Related manufacturer report number: 1627487-2022-02192. It was reported that the patient's right t12 lead is autoreducing due to fracture. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead was fractured, so both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of autoreducing due to a fracture was reported to abbott. The issue was confirmed via x-ray. It is unknown which lead was fractured, so both are being reported. The patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.